Manufacturer narrative:
Date of event: unknown, not provided. Best estimate date of event is between (B)(6) 2021. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was removed from the operative eye due to excessive glare. Further follow-up revealed that the replacement lens was a competitor lens and there was no incision enlargement, vitrectomy, or sutures done. Patient was reportedly doing excellent post-operatively. The explanted lens was discarded. No further information was provided.